Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the following report of the field service engineer of olympus india, omsc surmised there was the possibility this phenomenon was attributed to dust accumulated inside the subject device. -the error e116 was solved after dust was cleaned. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The field service engineer of olympus (B)(4) went to the user facility and checked and duplicated the reported phenomenon. The field service engineer found that this malfunction occurred due to dust inside the subject device. Since after dust cleaning, this malfunction was resolved, the subject device won¿t be returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e116 which indicated that the subject device has the malfunction was displayed and the subject device restarted automatically at the inspection during the preparation for use. There was no patient injury associated with this report.